Event description:
Patient saw dr. (B)(6) on (B)(6) 2024 to have her device interrogated and it was "off". Only thing the patient could recall as potentially how that would happen was being at a best buy during an electrical surge during a storm. Patient did not report feeling any sensation at that time. Patient experienced a power surge while out in public and the event may have inadvertently turned off the device. Device has since been turned on and patient is doing fine.